Manufacturer narrative:
The service rep removed mainframe cover, reseated master control unit pcb. Replaced cervo motor control pcb. Cervo motor control pcb did not solve symptom. Due to insufficient time, system will be shipped unrepaired. Contacted and e-mailed rep, who will order master control pcb. Esd kit tested and functional waited for second floor event to end before taking sys to the second floor and repalitized sys for transportation. Service report e-mail to rep.

Event description:
There was no c-arm orbital movement during a trade show. No pt involvement.